Event description:
The patient underwent port implantation in the hospital on (B)(6) 2020 and implanted an implantable vascular access systems. On (B)(6) 2022, the patient claimed to have tingling sensation. The x-ray examination showed that the port catheter was broken and the broken segment was displaced to the pulmonary artery. On (B)(6) 2022, endovascular removal of port broken catheter was performed in the interventional department of (B)(6).

Manufacturer narrative:
Note: product reference 4430095 is not cleared for sales in the USA, but it is similar to the product reference 5430095 cleared under #510k 130576. Batch history review: the manufacturing file of batch nr 36953350 was checked. It complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in october 2019. Investigation results: the complaint sample was not returned for evaluation. No x-ray pictures were returned for evaluation. Conclusion: catheter rupture is an known complication of access port implantation. Without the device or the x-ray pictures no conclusion can be drawn about the root cause.